Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ drug-eluting stent was selected for use to treat the lesion. However, the physician had issues with the resiliency and architecture of the stent struts. He further reported that the stents were too small and it's causing an issue with stents getting bent or mangled before deployment. No patient complications were reported.